Event description:
It was reported that the patient presented in the hospital after receiving inappropriate shock due to noise. Cross talk from atrium to ventricle was observed. Increased pacing lead impedance was also noted. The lead was explanted. Patient condition was good after the event.